Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head ¿ unknown part and lot; unknown shell ¿ unknown part and lot. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 10186; 0001825034 - 2018 - 10188.

Event description:
It was reported patient underwent a hip revision due to unknown reasons at an unknown amount of time post initial implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Concomitant medical products: 11-173662 ¿ m2a modular head ¿ 785340, 15-105050 ¿ m2a shell ¿ 577050, x180310 ¿ bi metric femoral stem - 173970.

Event description:
It was reported that patient underwent a right hip revision approximately 13 years post implantation due to metallosis, elevated metal ion levels, cystic pseudotumors and trunnionosis. During the surgery, central bone loss is noted as well as in the anterior wall. Cloudy fluid was removed from the capsule and a substantial amount of trunnionosis was noted when the head component was removed. The surgeon also noted that the stem was difficult to remove requiring an extended greater trochanteric osteotomy.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event was confirmed by review of operative notes stating patient was revised due to metallosis, pseudotumors and trunnionosis. The patient is noted to be experiencing elevated metal ion levels, cystic formation and pain. Osteolysis was found around the cup and the stem along with cloudy fluid. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.